Manufacturer narrative:
On 3/29/2017, fse was dispatched and observed that the soca board and socs board were functioning intermittently. They were removed and reseated. Fse also adjusted the photo sensor s0260. On 3/29/2017, fse found a loose wire to cup sense system. Fse fixed the loose wires and replaced the soca and socs boards due to possible damage to the boards. They also adjusted pots and adjusted the cup led sensor height accordingly. Adjustments were made to the right position for cup sensing for better reading at cup sense to read floor 1 cup inventory consistently. The customer ran quality controls and all were within range. The aia-2000 was funcitoning as intended. No further action required by field service. The probable cause of the event were the cup sense boards and a loose wire. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
N (B)(6) 2017, a customer reported a failed to detect cup from sorter error 2142 with their a1a2000. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.